Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose. Customer's blood glucose level was 468 mg/dl at the time of event. Customer¿s current blood glucose was unknown. Customer also stated that the transmitter and sensor was not working. The device will not be returned for analysis.